Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported over infusion was confirmed to be due to a user error. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On 2 february 2026 at 5:41 am the unit was selected, the user selected ¿guardrails drugs,¿ (drugid = 920) ¿propofol,¿ with propofol 1000 mg/100 ml, a dose of 10 mcg/kg/min based on a patient weight of 68.2 kg, with a rate = 4.092 ml/h, vtbi = 90 ml, and the infusion was delayed for thirty minutes. At 5:43 am the user canceled the delay and the infusion started. On 3 february 2026 at 10:42 am the unit was selected, the dose was changed to 30 mcg/kg/min, the rate was calculated to be 12.276 ml/h, the vtbi was 57.903 ml, the concentration was 10000, and the infusion started. At 9:54 pm the unit was selected, the dose was changed to 90 mcg/kg/min, the rate was calculated to be at 36.828 ml/h, the vtbi was changed to 70 ml, and the infusion started. At 10:51 pm the unit was selected, the dose was changed to 30 mcg/kg/min, the rate was calculated to be at 12.276 ml/h, the vtbi was changed to 60 ml, and the infusion started. The inspection and testing process did not find any existing malfunctions. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris system user manual (v12.3.2) states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The customer indicated there was no harm to the patient related to the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was confirmed to be due to a user error. Through log analysis it was identified the user programmed an infusion on 3 february 2026 at 10:42 am with a dose of 30mcg/kg/min, the dose was changed at 9:54 pm to 90 mcg/kg/min, then fifty-seven (57) minutes later was changed back to 30 mcg/kg/min as reported by facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported there was an over infusion of propofol to a patient receiving treatment for septic shock. The propofol was intended to infuse at a rate of 30mcg/kg/minute. However, the rate of infusion was changed from 30mcg/kg/minute to 90mcg/kg/minute for approximately 30-45minutes. The event occurred between 10-11pm. The customer indicated there was no harm to the patient related to the infusion. Additional information was provided to bd clinical consultants during an on-site visit on 17 march, 2026 ICU (intensive care unit, where incident occurred) bd representatives spoke with clinical leader, although [they were] unaware of any event details, [they] provided the following practice feedback: propofol infusion practice gathered: the concentration of propofol used in the ICU is 1000mcg/100ml. The medication is stored in the omnicell in the ICU medication supply room. Medication comes in a glass container. When programming in the ICU, the adult profile is used. Propofol tubing is changed every 12 hours and is primed by the bedside rn. The standard dosing for propofol in the ICU is weight based. Medications are scanned using interoperability via emr cerner. The clinical leader looked in the internal risk logs and did not find the reported event in the week of review report. Hospital clinical engineering suspect pump was received from ICU for investigation. Clinical engineering had to find concomitant pcu. No IV tubing was received for investigation. Logs were pulled from devices to review reported event. No issues were observed. Asm rate accuracy testing on reported pump module. Rate accuracy testing passed. No issues were observed.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of propofol to a patient receiving treatment for septic shock. The propofol was intended to infuse at a rate of 30mcg/kg/minute. However, the rate of infusion was changed from 30mcg/kg/minute to 90mcg/kg/minute for approximately 30-45minutes. The event occurred between 10-11pm. The customer indicated there was no harm to the patient related to the infusion.